Event description:
Additional information indicated the lead was capped and replaced to resolve the event. The patient was stable.

Event description:
During a follow-up in clinic, noise resulting in oversensing and pacing inhibition were noted on the right ventricular (rv) lead. Noise was reproduced during provocative testing. Lead revision is anticipated, however, no intervention was performed at the moment. The patient was stable.